Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4)

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - 4581: rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the issue. On a separate day, the lens was exchanged for a same model but longer length lens. The problem was resolved. Cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.